Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced vaginal discharge ("vaginal. Discharge") and cystitis ("infection (bladder/ urinary tract/vaginal) type:bladder infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), genital haemorrhage ("general abnormal bleeding,"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), visual impairment ("vision problems"), urinary tract disorder ("urinary problems. ,"), urinary tract infection ("uti,"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy , bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, bladder disorder, visual impairment, urinary tract disorder, urinary tract infection, tooth disorder, hormone level abnormal, headache, weight increased and cystitis outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, genital haemorrhage, iron deficiency anaemia, vaginal discharge, fatigue and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify: yes, date:(B)(6) 1905 ( as per ppf) bilateral occlusion she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, bladder problems., urinary problems.,uti, vaginal. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received. New events abnormal bleeding (vaginal), bladder infection were added. Outcome was added. New date of insertion and date of removal were updated. Lawyer was added. Event onset dates were added. Lab data added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding),') and genital haemorrhage ('general abnormal bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods"), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), visual impairment ("vision problems"), urinary tract disorder ("urinary problems. ,"), urinary tract infection ("uti,"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy , bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, bladder disorder, visual impairment, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, genital haemorrhage and iron deficiency anaemia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify: yes, date: (B)(6) 1905 ( as per ppf) bilateral occlusion. She received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, bladder problems., urinary problems. ,uti, vaginal. Discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: events injury was replaced with chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia general abnormal bleeding, bladder problems., urinary problems. ,uti, vaginal. Discharge, fatigue ,dental problems., hormonal changes ,headaches ,vision problems, weight gain, perforation: uterus added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.